Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 01/04/2016 to report a transmitter failed error that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 01/15/2016. The complaint of transmitter failed error was confirmed. A root cause could not be determined.